Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration, malposition.

Event description:
Healthcare professional reported through the national breast implant registry (nbir) ¿device migration/implant malposition¿, ¿correction of asymmetry¿ and ¿change shape/size/style¿. This record is for the left side. Device was explanted.